Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump¿s keypad was unresponsive. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump fell down and now insulin pump was vibrating. The customer also reported that the insulin pump was exposed to water however, there was not visible fluid in the insulin pump. The insulin pump will not be returned for analysis.